Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2017 by the american journal of sports medicine titled ¿anterolateral ligament reconstruction is associated with significantly reduced acl graft rupture rates at a minimum follow-up of 2 years: a prospective comparative study of 502 patients from the santi study group.¿ the study reviewed 502 patients and identified acl/pcl instability with bioabsorbable interference screws and tenodesis screws in 77 patients during the 3.5-year follow-up period. 1 patient septic arthritis. Ref: sonnery-cottet b, saithna a, cavalier m, et al. Anterolateral ligament reconstruction is associated with significantly reduced acl graft rupture rates at a minimum follow-up of 2 years: a prospective comparative study of 502 patients from the santi study group. Am j sports med. Jun 2017;45(7):1547-1557. Doi:10.1177/0363546516686057.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.